Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked display window corners, battery tube threads, reservoir tube lip, belt clip slot, and minor scratched display window.

Event description:
Customer reported that there was a 1/4 inch crack in the corner of the insulin pump's screen. Customer was unsure of how the damage occurred. Blood glucose level was 167 mg/dl at the time of the call. No further information was provided.